Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the pico soft port was placed on october 20, two days later the device stopped producing negative pressure and the dressing was saturated, this happened while the patient was traveling and had to visit a local physician in order to remove the dressing since the pump was still sucking without any effect. It was necessary to place a gauze once removed the device since there was exudate. The second dressing was placed on october 30 but after two days the pump stopped working. Batteries were changed however the problem persist. Treatment was not completed. Patient is stable since no damage occurred.